Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leak was observed during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation and the evaluation is complete. Visual inspection under normal room conditions did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and the reported problem of leak was observed from the spike port of both samples. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.